Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the buttress/compression nut (p/n: 03.037.016, lot #: 9446968) was returned and received at us cq. Upon visual inspection, it was observed that the internal threads of the threads were stripped. The stripped/worn condition of the distal end is consistent as an end of life indicator for the device. There were scratches on the device but has no impact on the functionality of the device. No other issues were observed with the other returned components of the device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.037.016; lot number: 9446968; per jde, manufactured date: 06/03/2015. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during proximal femoral nailing system (tfna) procedure surgeon used blade/screw guide sleeve and buttress compression nut. The surgeon utilized the mallet to try and remove the guide sleeve from the aiming arm. In dealing so, surgeon hit the thread of the guide sleeve and making it difficult to remove the buttress compression nut. The surgeon chose to use the mallet after engaging the release and the assembly did not immediately release. There was no surgical delay reported. The procedure was successfully completed. Patient outcomes was unknown. Concomitant devices reported: unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1), unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) buttress/compression nut. This is report 1 of 2 for complaint (B)(4).